Event description:
Received report that pt had fractured reconstruction plate. Plate implanted in may. Product not returned. Unable to get data from pt's family as to cause of break. Know pt in alive and underwent some type of surgery. Device not returned for evaluation. Could be due to trauma or surgeon error.